Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -9.0/+2.0/74 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged due to lens tear/break during injection/delivery into the eye. It was reported that there was no patient injury and that the replacement lens resolved the problem. Cause of event was unknown.